Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the keypad cover was intact. The up arrow button was intermittently responsive. Contamination was found under all of the button contacts when the keypad cover was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.